Manufacturer narrative:
The investigation into the reported low purge pressure and high purge flow alarms and purge system blocked alarms and purge leak was completed. The pump and data logs were returned for evaluation. Analysis of the data logs show a sudden, sharp increase in purge pressure followed by purge system blocked alarms. Visual inspection of the pump revealed a large clot in the outflow cage, likely occluding the purge gap. Functional testing of the pump reproduced the high purge pressure and visual inspection revealed biomaterial in the purge gap until the biomaterial was removed. The root cause of the high purge pressure was ingested biomaterial occluding the purge gap. Additionally, a yellow luer leak was confirmed. The root cause of the yellow luer leak was due to sodium bicarbonate weakening the plastic. The root cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 68-year-old male implanted with the impella 5.5 for mechanical circulatory support experienced low purge pressure and high purge flow alarms and purge system blocked alarms occurred. A yellow luer leak was also suspected due to saturation of the cloth around the sidearm. There were no reports of harm to the patient. No further information was provided.

Manufacturer narrative:
The investigation into the reported low purge pressure and high purge flow alarms and purge system blocked alarms and purge leak was completed. The pump, purge cassette and data logs were returned for evaluation. Analysis of the data logs show a sudden, sharp increase in purge pressure followed by purge system blocked alarms. Visual inspection of the pump revealed a large clot in the outflow cage, likely occluding the purge gap. Functional testing of the pump reproduced the high purge pressure. Based on the available information, the root cause of the high purge pressure was ingested biomaterial. Additionally, a yellow luer (purge) leak was confirmed. The root cause of the yellow luer leak was due to sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.